Event description:
The original implant was placed several years ago. The patient noticed a small leak of her left breast implant and complete deflation of it. The ruptured implant, a mentor siltrex spectrum was removed.